Event description:
It was reported "after the surgeon paddle distracted to a 9mm an avs ti 8/25/0 degree was selected. While inserting the implant, the implant would not advance to the desired position. The surgeon try to advance the implant with a footed tamp and the implant broke spinning the implant to the opposite l2 nerve root area."